Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that external stress such as bumping caused glue to be damaged, leading to reduction of watertightness around the light guide lens. As a result, water intruded through the gap, which resulted in discoloration of the inside of the lens. However, a definitive root cause could not be determined. Instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.2 ¿inspection of the endoscope¿ describes caution for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the knob wire had a cut. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on the bending section cover had a white clouded area, a chip and a crack. Color ring had a crack. Adhesive around the objective lens was peeled. The connecting tube had a scratch and a wrinkle. The forceps elevator, image guide protector, protector of the universal cord on the control section side, protector of the universal cord on the scope connector side, objective lens, forceps elevator, and universal cord were scratched. Adhesive around the light guide lens was peeled. The color ring was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited discoloration inside of the light guide lens. There were no reports of patient involvement.